Manufacturer narrative:
Follow-up # 1: 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots, however this was not reproduced during investigation. The test battery cap secured properly to the pump, and no power loss was observed when exercised for 24 hours. During a visual inspection of the pump, two cracks were noted on the battery compartment. A leak test confirmed that the pump was leaking from the battery compartment cracks. The pump case was removed, and evidence of moisture ingress was found on the support bracket, battery canister and underneath the transceiver printed circuit board. Unrelated to the original complaint, it was also noted that the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment had stripped threads. It was alleged that moisture was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.